Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 569 mg/dl and diabetic ketoacidosis (dka) resulting in nausea and vomiting. Reportedly, an occlusion alarm and "bolus abort" messages occurred. Customer performed multiple supply changes to initially address bg and the occlusion alarm. The customer was subsequently hospitalized where healthcare providers provided training on ketoacidosis, pump handling, and placed the customer on an alternate method of insulin therapy. Customer was released from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.